Event description:
During angiogram/ angioplasty left leg, the wire and crossing catheter was removed, and a piece of the catheter tip broke off on the plaque in the artery. Unsuccessful percutaneous removal. Stent placed in artery to prevent tip from moving.